Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 478 mg/dl. The caller stated that the customer experienced vomiting, fever and diarrhea. It was also stated that the customer has gastritis. The caller stated that the event was not due to the insulin pump, and declined troubleshooting.